Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11462. It was reported that the patient presented in emergency room due to loss of pacing. It was noted that during the device replacement procedure in two days before, loss of capture was observed in bipolar setting. Connection issue between the lead and device was suspected. The physician disconnected and then did irrigation. Loss of capture was not observed again in bipolar at that time. Loss of capture was noted two days after the procedure. Programming change was made. On (B)(6) 2021, the lead was capped and replaced. Lead fracture was observed. The patients condition was stable after the procedure.